Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a skin irritation under the therapy electrode pads and ECG electrodes. It was reported that a blister had formed under the right side electrode. The patient used a cream provided by the hospital and reported that the irritation had improved.